Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator has been reached on january 01, 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was a false positive explant indicator due to having a magnet detected during the loaded measurement. Ts indicated that full telemetry function could be restored via an upcoming software update. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6), 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was a false positive explant indicator due to having a magnet detected during the loaded measurement. Ts indicated that full telemetry function could be restored via an upcoming software update. This device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and replaced. This device has not been returned for analysis. Other other then the surgical procedure, no additional adverse patient effects were reported.